Event description:
Patient undergoing surgery for open biopsy of left femur lesion from bone tumor, under general anesthesia, a drill bit broke off in patient's femur. Wound was explored, and fluoroscopy images were performed. It was determined by the surgeon that due to patient likely needing to return to or soon for further procedures, that the risk of further exploration to remove the bit would be greater than the risk of leaving the bit in the body. Patient discharged home in stable condition. Patient has not returned for additional surgery. Report from staff is that the drill bit was actually discarded at the time of the incident. Manufacturer did reach out to the hospital to request the broken drill but no packaging available nor drill bit to send back since it was discarded.